Event description:
Pt had been repositioned to his right side shortly after the midnight vent check. Shortly after being repositioned, the ventilator began to alarm for low expiratory volumes. The ett cuff and ventilator were checked for leaks and none were noted. The rt was called to the bedside and the patient was bagged and suctioned. The ventilator itself was checked as well. Doctor was notified and ventilator settings were changed. With repeated checks it was discovered that the volumes were being lost through the in-line suction catheter, which remained opened despite being locked off. A new in-line suction catheter was placed and the leak was resolved.